Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. It was further reported that the rv lead showed no sensing, non capture and unstable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.